Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported via phone call that the customer's insulin pump ran out of insulin; however, there was an absence of a no delivery alarm. Customer's blood glucose level at the time 500 mg/dl. Treated with 12 units of insulin. It was also reported that the customer had a large air bubble in their reservoir. Troubleshooting occurred.